Event description:
During a surgical procedure in the operating room, the electrosurgical unit's monopolar pencil fired while it was laying on the surgical field which caused the pencil to burn through the surgical pt drape and inflicted a burn to the pt. There is still question on whether or not the electrosurgical unit malfunctioned or if perhaps human error was involved. Another report was filed on the same equipment citing: "during a surgical procedure in operating room the active cable for the bipolar footswitch function burned open at the proximal area near the plug (where the cord and the unit meet)."